Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 300 to 400 mg/dl. Customer also reported no delivery alarm, it was resolved by complete set change. The customer was treated with insulin pump. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.